Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was in good condition. During functional testing of the subminiature version a (sma) connector the light did not exist the connector face, there was no aiming beam. During functional testing error 65 "fault: restart system if error repeats, replace fiber. Resume" was displayed. The observed condition of distorted or no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the fiber was connected and fired during the preparation for lithotripsy; however, there was no response. The procedure was completed with another fiber. There were no patient complications. Upon receipt of the fiber, the product investigation confirmed the connector was fractured.